Event description:
It was reported that on (B)(6) 2024, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. After successfully deploying the trunk ipsilateral leg, the physician was not able to remove the delivery system from the patient. It appeared that the valve of the sheath broke and had prolapsed outside the sheath.

Manufacturer narrative:
H3: device location unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
During additional evaluation of the incident description and the device risk files the reported incident (minor sheath leakage from a fill port or flush port tubing junction that does not involve complete separation of any sheath component) is determined to be not reportable as no hemodynamic impairment or intra-operative transfusion of blood products was reported. The probability of the valve breakage resulting in serious injury is remote if it were it to recur, as mitigation techniques of twisting and clamping of the valve are possible to reduce blood loss per the IFU. The risk management documents for the gore® dryseal flex introducer sheath were reviewed and it was confirmed that no updates are required. Due to this re-evaluation of the reportability, manufacturer report number 3007284313-2024-03251 will be retracted. Updated h6: updated investigation findings code to c19. Updated investigation conclusions code to d14.

Manufacturer narrative:
As reported by creganna the lot met all pre-release specifications. The engineering evaluation did confirm a broken gore® dryseal flex introducer sheath valve. The root cause of the confirmed broken gore® dryseal flex introducer sheath valve was determined to be due to the separation of the gore® dryseal (gds) film tube from the leading end of the device. The root cause of the separation of the gds film tube cannot be confirmed with the available information.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. After successfully deploying the trunk ipsilateral leg, the physician was not able to remove the delivery system from the patient. It appeared that the valve of the sheath broke and had prolapsed outside the sheath. The physician reported feeling resistance during withdrawal of the sheath. The inflation level of the valve is unknown but the physician reported that they had deflated it. The physician was able to complete the procedure. No transfusion of blood products were required.

Manufacturer narrative:
Corrected conclusion code.